Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint : patient attorney reports the patient representation and revision surgery. The reason for revision has not been provided. Update: 5/9/2012 . Medical records were received. The revision operative report indicates the patient was revised to address mechanical complication of the implant with metalosis. No evidence of bone growth on the cup. Update: 8/6/2012 litigation papers allege the patient experienced pain and discomfort in her left hip and had to undergo revision surgery. There was no additional information received that would impact the outcome of this investigation. Update: 2/7/2013 . Patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 31 oct 2018 (B)(4) has been re-opened under (B)(4) due to receipt of patient fact sheet. Pfs has no new allegations reported. Added adapter sleeve since the head was revised. Doi: (B)(6) 2009 - dor: (B)(6) , 2011; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer gtin: product was marked for gudid exclusion. Unique identifier( UDI) : UDI/gtin information is not applicable. Product is no longer marketed. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial , a follow-up will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7, h6 health effect - clinical code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In addition to what was previously alleged. Pfs alleged limited flexibility, mental suffering, physical injuries, disfigurement, fear, and emotional distress.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received: the patient had an MRI and found a soft tissue pseudotumor consistent with particle disease. The patient experienced pain and elevated cobalt and chromium levels. The revision surgeon noted that the patient had metallosis, metallic stained fluid, and mild black corrosive tissue in the left hip. The patient has limited flexibility in the left hip. The patient has approximately an ½ inch leg-length discrepancy and walks with a limp. The patient's walking is such that can only go one step at a time when ascending stairs. The patient's mental health has suffered. The patient experienced physical injuries, economic losses, and medical expenses; past, present, and future pain and suffering, permanent physical injuries, disfigurement, and emotional distress.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.